Event description:
It was reported that customer experienced cgm error and could not continue normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through full pump reset procedure, did not experience cgm error again after reset, and successfully started new sensor session; no additional actions were reported.